Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. It was unknown if the product was used for treatment or diagnosis. Visual inspection noted one temperature sensing catheter open with original packaging was received. Visual evaluation of the sample noted no obvious defects. Further testing was required. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The drainage lumen was also flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) without leaks. Active length of the catheter balloon was measured (0.7940") and found to be within specification (0.60" - 0.90"). The catheter measured to be 14 fr. A potential root cause could not be found since the reported event was unconfirmed. Neither a DHR review nor a manufacturing review were completed because the reported event was unconfirmed. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."

Event description:
It was reported that a crack was found on the catheter.